Event description:
It was reported that the patient received inappropriate therapy for ventricular fibrillation (vf) after the right ventricular (rv) lead exhibited oversensing of noise in the ventricular tip to ring electrogram (egm). A possible rv lead fracture was indicated and the lead was inactivated, capped and replaced. It was also noted the implantable cardioverter defibrillator (ICD) was implanted after the use before date (ubd) and reached elective replacement indicator (eri) with indication the longevity did not meet expectations. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.